Event description:
The pt reported that on (B)(6) 2012 at 2 pm the pt fell out of a wheel chair onto the infusion device and damaged the display and broke the insulin cartridge. The numbers on the display are no longer fully readable. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
Related to 2183996-2012-00616. Oxycodone: 10 mg for 2 years, 30 mg since (B)(6) 2012, copaxone injection, 1x per day. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.